Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had an electrical discharged due to the scalpel at the time of coagulation. The surgeon received a discharged that had passed through the entire right hemibody and small burns on the finger.